Event description:
As reported by the study, this pt was treated with two overlapping stents. Approximately four monts later, control angiography showed restenosis of the previously treated area. Pci was performed on this pt who presented for elective treatment of an 80% de novo lesion in the mid lad of 22.39mm in length. The lesion was characterized as eccentric, diffused and type c. Pre-procedure medications included asa 200 mg/day, ticolopidine hydrochloride 200mg/day and cilostazol 200 mg/dat. Intra-procedure medications included heparin 10, 000 units, asa 200 mg/day, ticlopidine hydrochloride 200 mg/day and cilostazol 200 mg/day. The lesion was pre-dilated with a 2.25/20mm at 8 atm before deploying two overlapping stents.